Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of over 630 mg/dl. Troubleshooting was performed. Ran a fixed prime and high pressure test and the tests passed. The customer stated that the act button was not responding, and the insulin pump had a partial display. Advised the customer to discontinue use the insulin pump and revert to back up plan until the replacement arrives. No further info was provided.

Manufacturer narrative:
Motor alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion and excessive no delivery test due to motor alarm. The insulin pump was received with missing segments due to a cracked lcd zebra connector. All buttons functioning properly. No damage in keypad assembly noted.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.